Event description:
Equashield 3 ml syringes have liquid leaking past the black rubber plunger. We tried 3 different syringes from this lot number and they all leaked past the plunger; lot: 200068. FDA safety report ID# (B)(4).